Manufacturer narrative:
Device explanted due to eri on (B)(6) 2021. The ICD was received for analysis. The interrogation could be properly performed and the device was implanted for 25 months. The battery status was eri. The device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. The electronic module was attached to an external power supply to test the functionality of the module. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged that caused an increased current consumption, draining the battery. A thorough analysis of the battery showed no anomalies. The battery was not defective. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged low voltage capacitor on the electronic module was identified during analysis. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis, it is reasonable to assume that the therapy functionality of the ICD was not compromised while implanted and in service.

Manufacturer narrative:
Device explanted due to eri on (B)(6) 2021. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device remains implanted. Device went into premature eri. No adverse patient events reported. Should additional information become available, it will be added to this file.